Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated for the past few days up to 385 (mg/dl). The customer stated the cause of the of the elevated bg level was unknown. Reportedly, the customer had a cold. Bolus via the pump and manual injections were used to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.